Manufacturer narrative:
The insulin pump had constant motor error alarms during the rewind due to motor oil on the motor home switch. The functional testing could not be completed due to the alarms. No motor position encoder error alarm could be verified due to an overwritten history file. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and a cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime and then a motor position encoder error. Blood glucose value was 188 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.